Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue; however, a review of the device's electronic record verified that the event code was logged. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device failed the user test and an event code has been logged in the device's memory.  The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.